Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00450. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils. During the procedure, the physician successfully deployed and detached an initial ruby coil into the target vessel using a lantern delivery microcatheter (lantern). While attempting to advance a new ruby coil through the lantern, the physician did not have the ruby coil introducer sheath seated into the hub of the lantern. Consequently, while attempting to advance the ruby coil through the lantern, the physician experienced resistance and inadvertently bent the ruby coil pusher assembly. Therefore, the ruby coil was unable to advance smoothly and was removed. A new ruby coil was then opened. While attempting to advance the new ruby coil through the lantern, the physician encountered resistance and inadvertently bent the pusher assembly. Subsequently, the ruby coil unintentionally detached with most of the coil in the proximal portion of the lantern. To avoid losing access, the physician cut the hub of the lantern and pulled out the ruby coil. The physician then swapped out the lantern for another one and successfully completed the procedure using four additional ruby coils. There was no report of an adverse effect to the patient.